Event description:
Orig surg: 1994. First week in dec, pt allegedly began limping which got worse. Hip got stiff and caused pain. Dr allegedly diagnosed soft tissue damage. Pt denies falling or jumping. X-ray and bone scan allegedly showed "product may be working loose from base". At surgery, allegedly it was found that stem had broken off at base.